Event description:
Per the clinic, the patient experienced pain at the abutment site. The patient was placed under general anesthesia on (B)(6) 2023, in order to undergo a skin revision surgery and abutment removal.